Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k14046 and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Potentially associated lot number h13i23057 was noted to have a deviation during manufacturing; however, the lot was reworked with no issues found before release. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.